Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
Customer reported that on the fifth infusion bottle of albumin, they noticed fluid on the floor which appeared to be coming from the pumping segment of the infusion set. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation but not received to date.